Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: essure device migrated through the wall of protruding 5-6mm/ perforation (other) please describe and state the location of the perforation: uterus") in a (B)(6) female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included oophorectomy and gallbladder stones. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results: cat scan: there is description of a medullary -sponge kidney suspected, small punctate, ,non-obstructing stones in right kidney. Otherwise, high-density material was found in dependent portion of the gallbladder consistent with gallstones. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as migration of essure device, pain, perforation (other) please describe and state the location of the perforation: uterus. Relevant lab data aded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: essure device migrated through the wall of protruding 5-6mm/ perforation (other) please describe and state the location of the perforation: uterus/ migration of essure device location of device: fundus of the uterus") in a 35-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test: no". The patient's medical history included hypertension and gallstones removal. Concurrent conditions included oophorectomy, gallbladder stones and cholelithiasis. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, 1 year 7 months after insertion of essure. The patient was treated with topiramate (topamax) and surgery (surgical removal of coils, salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, dysmenorrhoea, weight increased and headache outcome was unknown and the dyspareunia and migraine was resolving. The reporter considered dysmenorrhoea, dyspareunia, headache, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 247 lbs. On (B)(6) 2011 bilateral salpingo-oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Cat scan: there is description of a medullary -sponge kidney suspected, small punctate, non-obstructing stones in right kidney. Otherwise, high-density material was found in dependent portion of the gallbladder consistent with gallstones. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: essure device migrated through the wall of protruding 5-6mm/ perforation (other) please describe and state the location of the perforation: uterus/ migration of essure device location of device: fundus of the uterus") in a 35-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test: no". The patient's medical history included hypertension and gallstones removal. Concurrent conditions included oophorectomy, gallbladder stones and cholelithiasis. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). On(B)(6)2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, 1 year 7 months after insertion of essure. The patient was treated with topiramate (topamax) and surgery (surgical removal of coils, salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, dysmenorrhoea, weight increased and headache outcome was unknown and the dyspareunia and migraine was resolving. The reporter considered dysmenorrhoea, dyspareunia, headache, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 247 lbs. (B)(6)2011 bilateral salpingo-oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Cat scan: there is description of a medullary -sponge kidney suspected, small punctate, ,non-obstructing stones in right kidney. Otherwise, high-density material was found in dependent portion of the gallbladder consistent with gallstones. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporter information were added. Lot number were added. Medical history were added.event verbatim were updated as pain/severe/severe pain in my abdomen. Insertion date were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: essure device migrated through the wall of protruding 5-6mm/ perforation (other) please describe and state the location of the perforation: uterus/ migration of essure device location of device: fundus of the uterus") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test: no". The patient's past medical history included hypertension. Concurrent conditions included oophorectomy and gallbladder stones. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), migraine ("migraine") and headache ("headache"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. The patient was treated with topiramate (topamax) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, dysmenorrhoea, weight increased and headache outcome was unknown and the dyspareunia and migraine was resolving. The reporter considered dysmenorrhoea, dyspareunia, headache, migraine, uterine perforation and weight increased to be related to essure. Diagnostic results: cat scan: there is description of a medullary -sponge kidney suspected, small punctate, ,non-obstructing stones in right kidney. Otherwise, high-density material was found in dependent portion of the gallbladder consistent with gallstones. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, event added as:- dyspareunia (painful sexual intercourse), weight gain, migraine, headache, did not undergo essure confirmation test, patient historical condition added, treatment drug added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.